Event description:
The treating physician first delivered 3x30sec cryosprays to the distal portion of the lesion. He then pulled back to begin delivering 3x30sec cryosprays to the proximal portion of the lesion. After the 1st spray he noted distention of the neck and abdomen. He did not proceed with any further sprays. He noted a perforation in the esophageal wall. It was his opinion that the esophageal wall had been replaced by the tumor and caused the tear in the wall. He then placed a stent and ended the procedure. He later learned that a resident had placed a chest tube for a pneumothorax/pneumoperitoneum. It was his opinion that the pneumothorax was minor. The chest tube was removed; the patient recovered and was discharged to a rehab facility. While he cannot rule out a relationship to the cryo procedure, he strongly believes that the patient's underlying medical condition was a significant contributor to the pneumothorax as the tumor had invaded the esophageal wall providing a tear in the wall.